Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker complained of palpitations, lightheadedness and a heavy feeling before and after having this device implanted. The patient also indicated that after changes was made in the device; it made the patient felt sick. The patient also reported that device implant site had swelled, felt pain and had bruised around left breast. The patient was very upset as the physician told the patient that these symptoms were all in patient's head. Boston scientific technical services (ts) referred the patient to the physician. Attempt to obtain additional information was unsuccessful. This device still remains in service. No additional adverse patient effects were reported.